Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was getting stuck in the shaft. Something snap internally when advancing it again and felt it was unsafe to use. A replacement device was used to complete the procedure. Nothing fell into the patient and the hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage with evidence of blood on the tool jaws were observed. The cannula and the harvesting tool were inspected. The c-ring appeared intact. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed away but remained attached to the jaw. The silicone boot appeared intact with no signs of cracks nor peeling. A mechanical evaluation was conducted. The harvesting tool was inserted and retracted and rotated through the cannula following the instruction for use. No resistance nor difficulty was observed. The device was evaluated five times for the tool's ability to fit inside the cannula. A second investigator was able to insert and retract the tool with no difficulty. Based on the returned condition of the device and the results of the investigation the reported failure "mechanical issue" was not confirmed. The analyzed failure "material twisted/bent" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was getting stuck in the shaft. Something snap internally when advancing it again and felt it was unsafe to use. A replacement device was used to complete the procedure. Nothing fell into the patient and the hospital did not report any patient effects.